Event description:
It was reported that a patient underwent an umbilical hernia repair on an unknown date and mesh was implanted. Approximately six months after the procedure, the patient developed a recurrent hernia. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.